Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed via remote transmission. The noise was unable to be reproduced in clinic. The lead was capped and replaced on (B)(6) 2016. There were no patient complications associated with the lead revision.